Manufacturer narrative:
The device was returned. The results of the returned device analysis was unable to confirm the difficult to open the clip associated with the clip arms being asymmetrical. The reported difficult or delayed positioning could not be replicated in a testing environment as it was related to procedural operational circumstances. The reported clip jumpiness was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents. The investigation was unable to determine a conclusive cause for the reported difficult to open the clip associated with the clip arms being asymmetrical. The reported clip jumpiness was likely attributed to the bend in the actuator mandrel; however, a cause for the bent mandrel cannot be confirmed. A cause for the reported difficult or delayed positioning cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the device and clip jumping. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve however the mr was unable to be reduced sufficiently. The clip was inverted and brought back to the left atrium (la) however the clip became stuck in the subvalvular apparatus. The clip was closed slightly and was able to be freed from the chordae and removed to the left ventricle (lv). No damage was noted to the valve or chordae. The clip was closed to 180 degrees but appeared unusual on echo with the arms being asymmetrical. Once in the la, final arm angle was tested and the clip remained closed but upon opening appeared to be jumping in arm position and not gradual as the arm positioner was opened. The arms again appeared asymmetrical. The clip was removed without indecent. The clip arms were tested again outside the patient and were not working as expected. The procedure was completed with one clip implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.